Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons had not been working properly leading up to the alarm. The customer's blood glucose was 220 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.